Event description:
Pt alleges her breast implants were hard and cold from 1980 to 1996. Her left breast was soft and saggy; therefore, she had removal. Physician states the right implant was firm and there were some recent changes in the left prosthesis clinically. Physician also states an ultrasound suggested the right prosthesis was deteriorated.